Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after an angiogram interventional procedure. Reportedly, after successful clip deployment, the device became stuck. Pressure was held with one hand and the starclose se device was pulled out with the other hand. The safety release mechanism was not used prior to device removal. No tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic starclose instructions for use (eifu) states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. The eifu also states: if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. In this case, it is likely that the difficulty removing the device is due to the access ports not being used. The investigation was determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation.